Event description:
The pt was at a casino when his severe tremor symptoms returned. He took some oral medication and the tremors subsided. He could not adjust the stimulation; changing the programmer batteries did not resolve the issue. The pt did not remember going through any security devices. The MFR rep went through the device with the pt and it still wasn't working. The pt had an appointment to meet with his neurologist.

Manufacturer narrative:
(B)(4)